Event description:
It is reported that: the pt has been having a burning pain in the right hip at the site of the implant since (B)(6) 2012. In (B)(6) 2012, she was diagnosed as having inflammation in the right hip. She received a steroid shot, a prescription for mobic which she takes for inflammation and pain, and had 4 weeks of physical therapy. The pt states that these therapies have helped somewhat to relieve the pain and swelling. She was told that her chromium level and cobalt levels are elevated. She has seen both her surgeon and primary care physicians. Recent x-rays indicated that the hip is still intact. The pt states that her surgeon will monitor her condition with repeat testing every 6 months. The pt states that she is very active and exercises regularly 1 hour, 3 times a week.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.